Event description:
As reported, in 2008, this pt underwent endovascular repair of an abdominal aortic aneurysm. The physician inserted an 18fr gore introducer sheath up to level of the hypogastric artery bifurcation; however, the sheath would not advance any further. The physician dilated the vessel proximal to sheath twice with a 14mm pta balloon when the pt's blood pressure dropped. A contrast injection determined that the right iliac artery had ruptured. The pt was converted to surgical repair using a 14x7 woven dacron graft. The pt is doing well. According to the physician, the event was not device related. All devices were discarded upon conversion.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.